Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the pump black box revealed no evidence of a short battery life. The pump intermittently powered with the returned battery cap. The battery cap was unable to fully tighten. A battery life issue was not duplicated during the investigation. The battery compartment was found to be cracked in the thread area. The battery compartment threads were found to be damaged. Unrelated to the original complaint, there was evidence of moisture contamination inside the battery compartment. The keypad was found to be peeling from the bottom of the keypad to the ok key. The keypad was also torn above the ¿up¿ key. All keys were responsive. The keypad was removed and there was contamination under all the key contacts. The current draws were within specifications. A leak test showed a leak at the battery compartment. The pump case was removed and there was no additional evidence of moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).